Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving the same patient. This is the second of two reports. Refer to report 9611594-2015-00110 for the first report. Refer to report 9611594-2015-00111 for the second report. A report was received from (B)(6) stating the pediatric patient had two low-profile transgastric-jejunal enteral feeding tubes leak within 30-days of insertion. For the first event, the device was in use for 24-days. In both cases, the parent reported the balloon losing volume when the parent was performing the weekly water change. The initial balloon fill volume was 5mls and the device was losing 0.5-0.7mls per day. The device leaked through the balloon inflation port valve. Medical intervention was required for replacement . The patient's enteral feeding tube was replaced in the pediatric radiology department. The patient was sedated. The patient has been using enteral feeding tube for 4-years. No additional information was provided in regards to the patient's status and the outcome of the procedure.